Event description:
It was initially reported that the pt had heard the pump "beeping" for approximately 2 weeks. The pt experienced back discomfort. It was later reported that she had visited the hcp. The pt had or will have unspecified surgery. The reporter indicated that the problems were related to the implanted system. No other info was provided.

Manufacturer narrative:
(B) (4).